Manufacturer narrative:
The ge service rep performed an onsite investigation. It was explained to the customer how to exit after annotating a pt, how to recall the image and send to pacs. The info will be provided to the other technician by the customer. The system was tested and operates as intended.

Event description:
The customer reported that the system would not send annotation to the pacs server correctly and that sometimes it would end up on the wrong images. No pt injury was reported.